Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high thresholds and impedances and an apparent fracture. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products 4574 implantable pacing lead - 2010-(B)(6). (B)(4).